Event description:
The nurse reported that during cataract surgery ophthalmic blade was found to be dull. The surgery was completed on same day without any health impact on the patient. Additional information has been requested, but none received to date. This report pertaining to first of the six reports from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.